Event description:
Report received of an over-delivery of heparin. Reportedly, an lpn was infusing an unspecified neutral solution and heparin. The pump was programmed to deliver the neutral solution on the primary line and the heparin on the secondary line. It was reported that the lpn inadvertently hung the heparin on the primary line and the neutral solution on the secondary line. The patient experienced an over-delivery of heparin and as a result, reportedly expired. The customer reported that the over-delivery was not due to a pump malfunction, but an operator error. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.